Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: a piece of thread. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this product were manufactured and distributed in the market. There are no units in stock. Received a piece of broken thread of about 7 cm. The thread has been used, nevertheless the surface of the thread has been checked and no defects have been found. Without any closed sample a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirement. Remarks: when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: in spite of receiving an open sample, without closed samples a suitable analysis cannot be performed. Nevertheless, note will be taken of this incidence and if any closed sample is received in the future, the case will be re-opened the and analyzed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: france. Aspect of the suture "blistered". One piece of thread, used.